Manufacturer narrative:
The manufacturer did not receive the device for investigation but it is mentioned by complainant that it will be provided. A surgical report and an x-ray picture was received and will be reviewed within investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an ncb femur shaft plate on the right side and underwent revision surgery after 3 months due to plate breakage.

Event description:
No new information.

Manufacturer narrative:
DHR-review: ref: 02.03265.010; lot: 2919911. Yield: 28 . Delivered: 28. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: implant breakage. Event description: it is reported that the patient was implanted with right ncb femur shaft plate on (B)(6) 2018 and on (B)(6) 2018 experienced implant fracture. No fall or trauma was reported. Thus patient was revised on (B)(6) 2018. Review of received data: 1 undated x-ray is received for the investigation of the case. It is observed that the plate implant on the right femur is broken at the middle. The transverse femur bone fracture slightly above the fracture point of the implant is also seen. Another crack at the cortical bone medially below the implant fracture is also existent. Implantation report, surgery dated (B)(6) 2018: (received in chinese) patient was placed in supine position of the right lower extremity. About 20cm of the anterior lateral skin incision is done. Fracture is exposed. It is obliquely overlapped and displaced. The fracture end is fixed with a screw, a 10 hole locking plate is placed on the outside of femur and a common screw is fixed on the fracture end. One end was fixed by pressure and then three locking screws and one ordinary screw were fixed at both ends of the fracture line. Right femur was observed to be restored and fixed satisfactorily. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: -the (ncb periprosthetic femur plate system surgical technique) explains the correct insertion of the curved femur shaft. Root cause analysis: root cause determination using rmw: breakage of implant due to wrong interpretation of in situ device position and/or dimension. Possible, no x-rays of the pre-op post-op were received to confirm. Therefore, cannot be excluded. Breakage of the implant due to wrong interpretation of x-ray template for dimensions. Possible, no x-rays of the pre-op / post-op were received to confirm. Therefore, cannot be excluded. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Possible, no product was returned, therefore cannot be excluded. Breakage of implant due to user define incorrect placement of the spacers and plate. Possible, no product was returned, therefore cannot be excluded. Breakage of implant due to user perform improper handling of the plate during insertion. Possible, it is unknown if spacers were used, therefore cannot be excluded. Breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Possible, no evidence to confirm, therefore cannot be excluded. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction. Possible, no evidence to confirm, therefore cannot be excluded. Breakage of implant due to patient do not follow the postoperative protocol. Possible, no evidence to confirm, therefore cannot be excluded. Conclusion summary: patient underwent revision surgery after 5 months in-vivo time due to implant fracture where the bone was fractured as well. No product was received for the investigation. Adherence to rehabilitation protocol is unknown. Raw material certificate confirms that the device was manufactured according to the material specifications. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Possible reasons for the reported breakage can include over stressing of the plate during the in vivo time, implant being implanted against contraindication, wrong interpretation of in situ device position and/or dimension, wrong interpretation of x-ray template for dimensions, too many bending cycles at the same spot or use of ncb screw holes which have been bent, incorrect placement of the spacers and plate, improper handling of the plate during insertion, wrong/ incomplete information about limitation and postoperative restriction and/or wrong patient behaviour. Moreover, the surgical notes do not indicate the use of temporary k wires at the beginning of the operation. Therefore, not following the surgical technique might have also contributed to the failure by wrong handling of the implant. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received on july 02, 2018. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).